Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip did not detach from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in an unknown procedure performed on (B)(6), 2023. During the procedure, the clip did not detach from the catheter after it was deployed. The clip had to be removed from the tissue. Another clip was used to complete the procedure. There is no patient complications reported as a result of this event.